Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly the patient underwent a minimally invasive surgical procedure on the foot. It was reported that the burr broke during use. The broken portion was retrieved and another burr was used which did the same thing. No patient complications were reported.

Manufacturer narrative:
Visual examination of the returned burrs confirms that two burrs are fractured just distal to where the flutes begin on the shaft. One burr returned was not fractured and did not have any overall gross damage.